Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the logs for the imaging system were gathered. The imaging system then passed the system checkout and was found to be fully functional. The logs for the imaging system were evaluated by medtronic personnel. The evaluation found that the logs indicated the gfi was tripped on imaging system. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed an error code for the generator and emitted a loud beeping noise. There was no patient present when this issue was identified. No additional information was provided.